Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coil (podj). During the procedure, the physician deployed and detached the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician did not mention resistance while advancing the podj through the lantern; however, after removing the podj from its introducer sheath, the physician was then unable to advance a podj into the lantern and the coil kept getting stuck in the same spot; therefore, the podj was removed. The procedure was completed using the same lantern, additional ruby and pod coils. There was no report of an adverse effect to the patient.